Event description:
During a coil embolization procedure, the coil (orbit rdfl complex mini coil-638mf0410) position had to be corrected, and during withdrawal the coil was stretched and detached. The product was saved. No pt injury was reported. No further info was available.